Event description:
It was reported that the buttons of one (1) platinum handpiece were sticking. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
Internal reference: (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation was initiated.